Event description:
A malfunction was reported on the pump by the customer, identified as malfunction 12, but no significant events occurred prior to the issue. There was no information regarding the impact on the customer's blood glucose level as the customer declined to answer whether it exceeded the threshold. Technical support provided information to reset the pump, and the customer successfully reset it, chose to load a new cartridge, and resumed insulin on their own. The malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to report back if any issues arose.